Event description:
It was reported that on or about (B)(6) 2019, the patient suffered a fall and was implanted with 4.5 mm proximal tibial plate and synthes screws. On or about (B)(6) 2020, patient developed infection and was treated and hospitalized. On or about (B)(6) 2020, x-ray was taken of the left lower extremity which revealed acute fracture in the 4.5 mm proximal tibial plate. On or about (B)(6) 2020 patient underwent revision surgery to remove the defective fractured 4.5 mm proximal tibial plate and other associated screws. This pc created to capture the event of patient's infection. This report involves one unk - guide/compression/k-wires. This is report 4 of 4 for (B)(4). This pc is related to the following pcs: (B)(4) reports infection (additional devices). (B)(4) reports implant breakage.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: only the event month and year are known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.